Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of an atrial set screw connection issue was confirmed in the laboratory. The cause of the field event was found to be due to silicone, septum material inside of the atrial set screw. The silicone prevented full insertion of the torque driver into the hex cavity.

Event description:
It was reported that during implant atrial set screw was unable to connect to the header of the device. Device was not implanted.